Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2022. The most recent information was received on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion intervention required), headache ("headache"), fatigue ("persistent fatigue"), asthenia ("asthenia"), tachycardia ("tachycardia"), hypertension ("hypertension"), cervicobrachial syndrome ("cervico-brachial neuralgia"), paraesthesia ("tingling in the hands"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("recurrent tendinitis"), disturbance in attention ("difficulty concentrating") and insomnia ("insomnia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, headache, asthenia, tachycardia, hypertension, cervicobrachial syndrome, paraesthesia, tendonitis, disturbance in attention and insomnia outcome was unknown, the fatigue had not resolved and the musculoskeletal pain was resolving. The reporter considered asthenia, cervicobrachial syndrome, disturbance in attention, fatigue, headache, hypertension, insomnia, musculoskeletal pain, paraesthesia, pelvic pain, tachycardia and tendonitis to be related to essure. The reporter commented: current status of patient: significantly fewer symptoms since removal and improvement in persistent symptoms: joint and tendon pain. Persistent fatigue. Actions taken to treat the patient in the healthcare facility: not specified. Event location type: patient's home. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-mar-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion intervention required), headache ("headache"), fatigue ("persistent fatigue"), asthenia ("asthenia"), tachycardia ("tachycardia"), hypertension ("hypertension"), cervicobrachial syndrome ("cervico-brachial neuralgia"), paraesthesia ("tingling in the hands"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("recurrent tendinitis"), disturbance in attention ("difficulty concentrating") and insomnia ("insomnia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, headache, asthenia, tachycardia, hypertension, cervicobrachial syndrome, paraesthesia, tendonitis, disturbance in attention and insomnia outcome was unknown, the fatigue had not resolved and the musculoskeletal pain was resolving. The reporter considered asthenia, cervicobrachial syndrome, disturbance in attention, fatigue, headache, hypertension, insomnia, musculoskeletal pain, paraesthesia, pelvic pain, tachycardia and tendonitis to be related to essure. The reporter commented: current status of patient: significantly fewer symptoms since removal and improvement in persistent symptoms: joint and tendon pain. Persistent fatigue. Actions taken to treat the patient in the healthcare facility: not specified. Event location type: patient's home. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.